Event description:
A 2.75 x 20 nc quantum apex balloon ruptured when attempting to withdrawal balloon out of right leg. Balloon catheter sheared apart, retaining piece of balloon in peroneal artery. No symptoms of foot pain. Vascular surgery consulted and reviewed films. No indication for surgery.